Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area, no; evidence of non-functionality, no and external damage to lcs/cs housing, no. Functional tests & results: blade not energize/cut correctly, no; lcs/cs jaw not open/close correctly, no and lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was received in good condition. The device was tested and was found to be functional. There were no anomalies noted with the alignhment of the jaws or with the functionality of the device. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a laparoscopic nissen fundoplication. It was reported the lcs15 did not work well from the start. It was reassembled and could not line up the blade with the tissue pad. It locked as though the tissue pad was out of line. Another lcs15 was opened and the case was completed. There was no consequence to the pt.